Event description:
Procedure type: unknown. According to the reporter: during the procedure a broken rubber piece fell into the cavity. It was retrieved. Also, air leakage occurred. The procedure was completed with another. No tissue damage. No bleeding. Extended operating room time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
Date initial report sent: 12/12/2008.